Event description:
The customer reported noticing a few drops of fluid leaked from the right side of the lh 500 hematology analyzer below the regulator. The customer stated that the instrument generated low vacuum errors when the customer noticed the leak. The customer also reported noticing a loose tubing where the leak occurred. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and face protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noted that the customer had resolved the leak prior to his arrival. The fse evaluated the instrument and discovered no active leak or vacuum errors. The fse proceeded to replace the sweep flow restrictor line and associated check valve as a precaution as this was where the customer had discovered the loose tubing and performed repairs to resolve the leak. The fse also flushed/backwashed the red blood cell (rbc) aperture with bleach and verified the repairs as per established procedures. Failure mode of the event is attributed to a loose sweep flow restrictor line which the customer had remediated prior to the fse's arrival. Beckman coulter internal identifier for this report is (B)(4).